Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips by the customer that the device is getting a charge shock failure message during ops check. There was no patient involvement.